Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.

Event description:
It was reported that during the spaceoar vue placement procedure, the physician injected saline between the midgland/midline and between the rectum and prostate, however it was not possible to recognize where the saline was going, the needle was repositioned and another tried was done, despite the physician was warn that the needle was in the incorrect position, he decided to proceed with the placement procedure. At first the hydrogel was not present but then it appeared to wrap up and around in the prostate, suggesting the gel was injected into the prostate capsule. There were no patient complications.